Event description:
It was reported that during npwt utilizing a renasys touch and canister, an alarm for full occurs even though the canister is not full. This problem was solved by exchanging the canister. There was no patient harm. There was a 30 min delay while the back up was being delivered to the hospital. The treatment during that time is unknown. Canisters will not be returned.

Manufacturer narrative:
The device which was intended for use in treatment has not been returned for evaluation therefore we are unable to establish a relationship between the reported event and the device and the root cause is undetermined, at this time. If the device is returned in the future this complaint will be re assessed. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance therapy will still be delivered. A review of manufacturing records for the reported lot number found no non conformances or anomalies during production and the device met all specifications upon release into distribution. A complaint history for the reported event has been reviewed revealing further instances, these instances are being monitored to determine if additional actions are required. Please be assured that all products are released to market following rigorous quality checks during production and prior to despatch.